Event description:
It was reported that during post-operative activities, a hole was discovered in the hose portion of the pneumatic drill. The procedure was completed using this equipment, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval revealed the drill performed according to all specifications, however, the hose assembly had a hole in it. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.